Event description:
Customer reported that she had high blood glucose of 259 mg/dl and that her insulin pump is alarming motor error and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion and prime test due to faulty force sensor. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.